Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date; serial #; full UDI # d10. Product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2025, active h4. Device mfg date corrected data: h6. Patient codes (ime/annex e) was erroneously omitted from the initial medwatch report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an unspecified vascular complication occurred. No treatment was reported. During the procedure, the valve dislodged and mild paravalvular leak (pvl) was reported. A second valve was implanted. The patient was discharged with no late complications. Additional information was received to clarify the pvl was noted following implant of the second valve. Information was also received to correct erroneous information previously reported: there was no vascular complication.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an unspecified vascular complication occurred. No treatment was reported. During the procedure, the valve dislodged and mild paravalvular leak (pvl) was reported. A second valve was implanted. The patient was discharged with no late complications.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; product ID: evfxplus-26 (unknown serial/lot); product type: 0195-heart valves; implant date: (B)(6) 2025. Please be informed that this information is collected via one hospital clinical services (this is not a clinical study). Medtronic is not the owner of the data and does not have access to information that the site has not entered into the one hospital clinical services database. The information currently reported is all of the information that is available at this time. If additional information is received from the site, an update will be provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.